Manufacturer narrative:
.

Event description:
The consumer reported their thermometer was giving false negative readings on their child. The device allegedly was reading 4 to 7 degrees lower than the patient's actual temperature. The child was seen by a doctor where it was confirmed that he had a fever. There were no complications from this incident, and the patient is doing well. Kaz USA, inc. Has requested that the product be returned to our company for testing.